Event description:
The following has been reported: "nicu reported that this pump was involved in an incident on (B)(6) 2023 between 17:00-18:00 where it is believed that the pump administered a bolus 1.2ml of adrenaline. Staff report that nobody manually requested the pump to deliver a bolus." Reporting due to the referenced issue (overdose due to unexpected bolus) as a conservative measure. No adverse event information was provided. More information is needed to complete the investigation.